Manufacturer narrative:
Per additional feedback, this MDR has been corrected to a product problem and si.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection of the sample. Analysis of the sample showed that the reported defect was observed. However, bd was not able to determine the cause of the failure. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Customer response on 06-aug-2025. Yes, in attempts to remove the broken piece of catheeter, multiple diagnostic examinations were completed to visualize and physician intervention took place.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter broke / separated after placement it was reported by customer that this pertains to a series safety event involving a patient, during which the catheter broke off while in place. Verbatim: rcc received a complaint via email. Cat# of product being complained: bd383591 description of product: guide flow rate cath 22gax1in nexiva 20ea/bx 4bx/ca lot or s/n: (B)(6) complaint category: fail to function / defective reportable: no incident date: (B)(6) 2026 hospital complaint reference #: details of complaint (reported issue): this complaint pertains to a series safety event involving a patient, during which the catheter broke off while in place. Additional information & photos will be sent via separate email. Complaint noticed: during / after use problem frequency: 1st time patient injury: no qty affected: (B)(4) samples available? No is customer requesting an rga?: no return qty: customer response on (B)(6) 2025. That is correct, the incident date was (B)(6) 2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.